Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Implant date: unknown date (B)(6) 2011. Complainant not part is expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: march 01, 2011. Expiration date: january 31, 2020. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal with revision was performed on (B)(6) 2016 due to broken hardware and femur fracture non-union. The patient underwent a femur fracture repair on an unknown date in (B)(6) 2011. A short trochanteric nail, helical blade and three cerclage cables were implanted at that time. Subsequently, in (B)(6) 2016, it was discovered that the nail had broken and the fracture was in non-union. The hardware removal involved the explantation of the broken nail; the helical blade and the three cerclage wires. It was noted that the original short tfn construct did not include a screw; only the nail/helical blade and cerclage wires. Only the broken nail will be assessed on this complaint. The helical blade, and cerclage wires are not alleged to have malfunctioned. The fracture was re-stabilized with a blade plate and six 4.5mmm cortex screws. It was confirmed via intraoperative x-rays that all broken nail fragments were explanted. There was no reported surgical delay. The procedure was completed successfully with the patient in stable condition. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (135 degree titanium cannulated trochanteric fixation nail 170mm, sterile, part number 456.323s, lot number 6605482). The subject device was returned with a complaint stating that the patient was revised due to broken hardware and a non-union. The 456.323s titanium cannulated trochanteric fixation nail is an implant routinely used in the titanium trochanteric fixation nail system per the technique guide. The nail was returned and reported to have discovered to be broken during a revision surgery for a non-union. This condition is confirmed; the device has a jagged fracture surface near the lateral proximal head element hole of the nail. It is likely that possible comorbidities, the patient's advanced age, possible patient noncompliance, and stress attributed to the non-union led to the device¿s failure and to this complaint condition. The device was manufactured 03/2011 and is just over five (5) years old. The balance of the returned device is in worn condition consistent with implantation and removal. The tabulated product drawing number was reviewed during the evaluation. The device was manufactured from titanium alloy (titanium aluminum niobium). Mechanical testing is also available which documents mechanical testing for this device. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the complaint condition is confirmed the definitive root cause could not be determined based on the reported details. It is likely that possible comorbidities, the patient's advanced age, and possible patient noncompliance led to the device¿s failure and to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.